Event description:
The customer reported that pt results were mis-associated with the wrong pt name. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.